Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this device system may still be actively in service. A pocket infection was reported by the local area sales representative. No further information was available.

Event description:
Customer reportedly received results of 596 mg/dl and 207 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.